Manufacturer narrative:
There was no patient involvement. Livanova (B)(6) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(6) received a report that a s5 gas blender system gave associated to a discrepancy between the set and actual o2 flow value during priming. There was no patient involvement.

Manufacturer narrative:
H10: the affected device was returned to the manufacturer site for repair. The reported error could be confirmed. The mass flow controller for air and the mass flow controller for o2 are the most likely root cause of the reported failure. The customer rejected the repair and the device will be scrapped. A loan device was provided.

Event description:
See initial report.